Event description:
Per the clinic, the patient experienced an extrusion of device. The device was explanted (date not reported) and there are plans to re-implant the patient with a new device at the end of year.